Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 21-november-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse observed grinding noises as the main arm z axis goes up and down. The fse cleaned the main arm z gear and slide then applied new lubricant. The fse removed cups near the sample loader belt line. All errors cleared and the aia-2000 instrument is operational. No further action is required by field service. The most probable cause for the reported event was the main arm z was worn and the slide needed to be lubricated.

Event description:
On (B)(6) 2016, a customer reported error 4223 main arm z-axis home detection failure on the aia-2000 instrument. The customer was able to clear the errors and continue but was still skipping scheduled tests. The customer is unable to run patient samples on bhcg, lhii, e2, prl, prog, and fsh. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for bhcg, lhii, e2, prl, prog, and fsh. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.